Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The reason for call was the patient charged on sunday and site got hot. The caller indicated that the pocket site was feeling hot at all times when stimulation was on, not just during charging. The patient claimed that when stim was turned off the hot sensation went away. The patient also indicated that the charge of the ins battery does not last long enough, it lasted two days. The patient has only charged one time. Connected for charging at time of call, the ins charged from 20 to 30% and the coupling was excellent. The caller reported that the patient was programmed with low intensity parameters following the placement of the ins. The therapy was set at 0.2ma at surgery but when stim was turned on at the post-op on (B)(6) 2024 they programmed dtm at amplitudes of 1.4 or 1.5ma.  The caller indicated that the ins battery was too low to run a check energy calculation during the appointment. The caller had run impedances and stated that all indicators were green. The issue was not resolved through troubleshooting. Tss reviewed considerations for charging and therapy programming options. The caller will review information with the patient and attempt to troubleshoot the programming/hot sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that no causal or contributory factors were identified, and the cause of the ins heating was unknown. Actions taken to resolve the ins heating included changing the patient's programming to a simple bipole that captured the patient's pain and charging less frequently. The patient's wife relayed on the phone that the patient was doing well.